Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use/no predilatation. The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that approximately 26 months after 2 xience stents were implanted, one in the proximal left anterior descending (lad) coronary artery, and one in the 2nd diagonal coronary artery, the patient experienced angina and underwent percutaneous coronary intervention in the proximal lad. The symptoms resolved and the patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects angina and stenosis/restenosis are listed in the listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the 3.0 x 12 mm xience v was implanted in an in-stent restenosed lesion via direct-stenting (no pre-dilatation). It should be noted that the xience v everolimus eluting coronary stent system IFU instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviations directly caused or contributed to the reported patient effects.